Event description:
Customer reported that she had high blood glucose of 256 mg/dl. Customer stated that her insulin pump broke. Customer stated that the bottom of the insulin pump were the drive support cap is, is sticking out and dangling from the rest of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked end cap and scratched lcd window. No damage on drive support disk noted.